Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus service operation repair center (sorc). Sorc checked the subject device, and could not reproduce the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause could not been conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to: temporal contact failure due to foreign matter or moisture adhered on the electrical contacts failure of the other devices such as videoscopes, camera heads, monitors or monitor cables than the subject device